Manufacturer narrative:
E1 - (B)(6). The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a chemolock¿ bag spike that experienced breakage during use. The medication spilled onto the floor. It was also stated that roughly 30ml spilled onto the floor. Once the IV chemo was put back into a plastic bag, most of the medication spilled into the bag. A spill kit was used and cyclophosphamide was the medication in the bag.

Manufacturer narrative:
A photo was provided showing the cl-10 chemolock bag spike broken in half along the white abs plastic. The break occurred at the thickest part of the bag spike. One new device was also received for inspection; no defects or anomalies noted. The reported complaint could not be replicated but can be confirmed from the photo provided. The probable cause is unknown. The lot history review was performed, and no nonconformities were identified that may have contributed to the reported complaint.